Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, adhesive part of the objective lens came off, bending angle insufficient due to elongation of the angle wire, curved rubber scratches, curved rubber adhesive missing, scratches found on the operation part, scratches found on grip, scratches on angle lever, scratches found on the up/down plate, scratches found on the right/left plate, scratches found on nigiri cover, scratches found on universal cord, scratches found on video connector, video connector cracked, scratches found on light guide connector, scratches on the light guide cover glass surface, and scratches found on video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an endoeye flex deflectable videoscope, for leaking of air/water at the universal cord. Upon inspection and testing of the customer returned device, the scope adhesive part of the objective lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.